Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the first iab ruptured, blood was seen in tubing, and there was an autofill failure alarm generated. A new iab was inserted. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the first iab ruptured, blood was seen in tubing, and there was an autofill failure alarm generated. A new iab was inserted. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the first iab ruptured, blood was seen in tubing, and there was an autofill failure alarm generated. A new iab was inserted. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the returned iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leaks were detected at the same location on the membrane approximately 2.3cm from the rear seal measuring 0.038cm in length. The reported problem was most likely triggered by a leaks which were found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. (B)(4).